Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed the customer issue. Device evaluation noted the device found with image static and image became black. Further testing was performed and noted the device displayed an error e315 due to fluid invasion at the body control unit (bcu) and scope connector. Leak test failed and in addition, the biopsy port (forceps passage) was found to be loose. The bending section distal end was found to be detached. Based on investigation, the reported customer issue was confirmed. The root cause of the issue cannot be conclusively identified. Probable cause was due to stress, degradation attributed to component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "static images ". The issue was found during a bronchoscopy procedure. Event date unknown. Inspection found the device displayed no image, an error e315 was observed. There was no patient harm, no injury reported due to the event.